Event description:
It was reported that the coating detached and embolized in the patient. A 200cm, 8cm v-18 control wire was selected for use. The hydrophilic coating of the guidewire came off and embolized in the patient's lower leg. One vessel run off was compromised therefore a cardiac stent was used. It was further reported that the wire embolized during an angioplasty and this blocked off the only remaining artery below the knee. The additional stent was used to pin the detached piece of broken wire back against the inside of the artery to restore flow to the lower limb. There was heavy calcification, this was a difficult patient, and the physician believed this may have been the cause of the guidewire coating to detach. The degree of stenosis was almost complete. The patient was stable post procedure after another intervention.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned guidewire had the distal tip bent in different sections. The polymer jacket was damaged. The proximal end of it was twisted, rolled-up over itself, and a section of it was detached. The detached section was returned and it measured approximately 0.7 cm. The damaged section in the polymer jacket was located approximately at 193cm from the proximal end. No more visual damages were found in the device. The dimensional inspection of the overall length, the outer diameter (od) of distal tip, the od of the middle of the device, and the od of the proximal section were all within specification. Device evaluated by MFR was updated for clarity and evaluation result codes was updated from 3243 to 3252.

Event description:
It was reported that the coating detached and embolized in the patient. A 200cm, 8cm v-18 control wire was selected for use. The hydrophilic coating of the guidewire came off and embolized in the patient's lower leg. One vessel run off was compromised therefore a cardiac stent was used.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned guidewire had the distal tip bent in different sections. The polymer jacket was damaged; the proximal end of it was twisted and rolled-up over itself and a section of it was detached. The detached section was returned and it measured approximately 0.7 cm. The damaged section in the polymer jacket was located approximately at 193cm from the proximal end. No more visual damages were found in the device. The dimensional inspection of the overall length, the od of distal tip, the od of the middle of the device, and the od of the proximal section were all within specification.

Event description:
It was reported that the coating detached and embolized in the patient. A 200cm, 8cm v-18 control wire was selected for use. The hydrophilic coating of the guidewire came off and embolized in the patient's lower leg. One vessel run off was compromised therefore a cardiac stent was used. It was further reported that the wire embolized during an angioplasty and this blocked off the only remaining artery below the knee. The additional stent was used to pin the detached piece of broken wire back against the inside of the artery to restore flow to the lower limb. There was heavy calcification, this was a difficult patient, and the physician believed this may have been the cause of the guidewire coating to detach. The degree of stenosis was almost complete. The patient was stable post procedure after another intervention.